Manufacturer narrative:
Initial reporter city: (B)(6). Device evaluated by MFR: the coil, burr and annulus were microscopically and visually examined. The coil was cut 137cm from the distal tip of the burr. The rest of the device was not returned for analysis. Microscopic examination of the returned device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched. Inspection of the remainder of the device presented no other damage or irregularities. It was reported that the burr was inserted into the guiding catheter in dynaglide mode. The rotablator system dfu states: "gently push the burr through the guiding catheter to a point immediately proximal to the lesion. Never activate the burr while exiting the catheter."

Event description:
It was reported that difficulty removing occurred. The 75 percent stenosed, 4mm-5mm diameter moderately tortuous and severely calcified target lesion was located in the right coronary artery (rca) proximal to right coronary artery (rca) distal with a length of 50mm. During set up, the rotation speed of the 2.25mm rotapro was set to 180,000 rpm and there was no problem noted. The burr was inserted into the guiding catheter in dynaglide mode; however the stall lamp lit up at the curve part on the proximal part of the guiding catheter tip. The hoses were rechecked and no kinks were noted. Another attempt was made to advance the burr using dynaglide but the stall lamp lit up. A squeaking sound was heard, so the guiding catheter was replaced. After replacement, the burr was inserted without problem. Ablation was performed from rca proximal to the distal of rca mid. A total of 4 ablations were performed. The rotation speed of the 1st and 2nd ablations were 170,000 rpm. The rotation speed of the 3rd and 4th ablations were 190,000 rpm. Duration of each ablation was 12 seconds. Ablation was completed. During removal, the burr became stuck at the calcification in the rca proximal and it was difficult to remove. Bailout was performed and the stuck burr was removed from the patient by cutting the shaft, taking out the drive shaft sheath and advancing the catheter along the drive shaft coil. After that, a 3.0 cutting balloon was applied and drug coated balloon (dcb) was performed. The procedure was successfully completed. The patient's status is good.

Manufacturer narrative:
Initial reporter city:(B)(6).

Event description:
It was reported that difficulty removing occurred. The 75 percent stenosed, 4mm-5mm diameter moderately tortuous and severely calcified target lesion was located in the right coronary artery (rca) proximal to right coronary artery (rca) distal with a length of 50mm. During set up, the rotation speed of the 2.25mm rotapro was set to 180,000 rpm and there was no problem noted. The burr was inserted into the guiding catheter in dynaglide mode; however the stall lamp lit up at the curve part on the proximal part of the guiding catheter tip. The hoses were rechecked and no kinks were noted. Another attempt was made to advance the burr using dynaglide but the stall lamp lit up. A squeaking sound was heard, so the guiding catheter was replaced. After replacement, the burr was inserted without problem. Ablation was performed from rca proximal to the distal of rca mid. A total of 4 ablations were performed. The rotation speed of the 1st and 2nd ablations were 170,000 rpm. The rotation speed of the 3rd and 4th ablations were 190,000 rpm. Duration of each ablation was 12 seconds. Ablation was completed. During removal, the burr became stuck at the calcification in the rca proximal and it was difficult to remove. Bailout was performed and the stuck burr was removed from the patient by cutting the shaft, taking out the drive shaft sheath and advancing the catheter along the drive shaft coil. After that, a 3.0 cutting balloon was applied and drug coated balloon (dcb) was performed. The procedure was successfully completed. The patient's status is good.